Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge change errors occurred a cartridges. Additionally, an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump. Blood glucose was not impacted. Reportedly, the customer replaced the cartridge and continued insulin therapy.